Event description:
It was reported that the programmed mode of the device was proarrhythmic for the patient. The patient received an appropriate shock. The device was reprogrammed. The patient later was seen in the emergency room due to loss of consciousness during another appropriate shock. The device was further reprogrammed to turn atp off and the mode was changed to aai. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0115 competitor implantable tachy lead (B)(6) 1995. (B)(4).